Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, extrusion, unspecified urinary problems, recurrence, vaginal scarring, erosion, infection, unspecified bowel problems, unspecified neuromuscular problems, nocturia, pain with intercourse/dyspareunia, urinary tract infections (uti), rectocele (prolapse), dizziness, aching in rectum, nocturia, vaginal discharge, post-menopausal atrophic vaginitis, contact dermatitis, mesh exposure, urinary frequency, urinary urgency, urge incontinence, vaginal dryness, abnormal vaginal mucosa, vaginal tenderness, vaginal foreign body (foreign body in patient), mesh erosion, pelvic muscle wasting, vaginal wall prolapse, hot flashes, night sweats, insomnia (sleep disturbances), menopausal symptoms, hemorrhoids, vaginal itching, burning sensation, persistent vaginal bulging with bowel movements, chronic pelvic/vaginal pain, irritation, unspecified psychological/emotional problems (emotional changes), bowel obstruction (obstruction), bowel perforation (organ perforation), vaginal spasms (muscle spasms), pelvic girdle weakness, depression, anxiety, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: complications associated with the proper implantation of the avaulta solo synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced rectocele grade one to two, urinary incontinence, dry vaginal area, nocturia three to four times per night, hemorrhoids, bleeding after intercourse, vaginal bulging with bowel movements that required digital splinting to complete bowel movement, severe burning and itching, urgency, and vaginal discharge.